Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the reported issue. The se replaced the graphic user interface (gui) light emitting diode (led) and the breath delivery (bd) power distribution printed circuit board (pcb). The se performed calibrations and extended self-testing on the device and all tests passed.

Event description:
It was reported that, a 980 ventilator had a blank display screen. The ventilator was not in use on a patient at the time of the reported event.